Manufacturer narrative:
(B) (4). (B) (4). Feeder shoe and advancer damaged. Evaluation summary: the analysis results found that the device was returned with the tip of the advancer broken and the feeder shoe damaged. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The device was being used and the clips would not deploy. Another device was used to complete the case. There was no adverse consequence to the patient.